Manufacturer narrative:
Continuation of d10: dtpa2d4 crtd implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture which contributed to a low effective pacing percentage. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) feature, which monitors and adjusts the lv thresholds, was setting a threshold lower than the actual measured threshold in the clinic. It was also noted that the device feature was not truly seeing the lv loss of capture. Reprogramming was done, and the crt-d and the lv lead remain in use. No patient complications have been reported as a result of this event.